Event description:
The device started to deploy from the proximal end normally; it deployed about 4-5 cm, and then stopped deploying. Dr pulled it strongly, and the deployment line broke. The partially opened device was then explanted and a surgical bypass was performed. The pt was doing fine after the surgery.